Event description:
It was reported that a hypotension occurred and there was a suspected cardiac tamponade. During a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath was selected for use. While inserting the catheter into the faradrive sheath, a routine backflow check was performed to confirm the absence of air when the catheter was visible through the transparent sheath. During this check, air was observed exiting the catheter tip. A hemostatic valve was subsequently attached to the guidewire lumen, after which no further air was observed exiting the catheter. The activated clotting time (act) was 300. The procedure was completed without interruption, and no air was reported to have entered the patient. The patient blood pressure dropped at the time of catheter removal following completion of the procedure. The physician reportedly suggested a possible cardiac tamponade; however, this diagnosis could not be confirmed. No medical intervention, treatment, or medication was reported. No st segment elevation was observed. The patients condition was confirmed to be stable.

Manufacturer narrative:
Good faith efforts to obtain additional information are in progress. A supplemental report will be filed if the information is received. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.